Event description:
It was reported that app crash alert occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).